Event description:
Left total knee arthroplasty performed in 1997. Pt reported to have consistent pain leading to radiographs, which show loosening of the femoral component. Revision performed in 2002, replacing all components.